Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, after multiple inflations, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.